Event description:
It was reported that this implantable lead was part of the system revision due to infection. Reportedly, the cause of the infection was due to the atopic condition and necrosis. There were no additional adverse patient effects reported. The implantable lead was explanted.